Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up will be submitted with all relevant information. The first perclose proglide is being filed under a separate manufacturer report number.

Event description:
It was reported that a preclosure procedure on the left common femoral artery was attempted using a perclose proglide device prior to a coronary interventional procedure, using a 6f sheath. Reportedly, during deployment of the device, a cuff miss occurred. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that approximately 2 inches of monofilament was exposed at the guide and the posterior cuff and needle tip were still attached to the rail end. The rest of the monofilament was pulled from the device without resistance. Based on the investigation findings, the link was pulled from the posterior cuff. The link connects the anterior needle to the suture and if the link is pulled from the cuff, the suture will not be present during plunger withdrawal and could appear similar to a cuff miss. A link pull can be influenced by many factors, including, but not limited to: manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies. There was no product quality deficiency detected that would contribute to this event; therefore, the cause for the link break from the cuff could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot-specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.